Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was ¿not getting as much stimulation¿ despite having the same stimulation settings, following a fall in 2014 (B)(6). Prior to the fall, the patient reported ¿she would turn it on and it would jolt and she could feel stimulation¿ and that ¿since the fall this had declined.¿ the patient also reported ¿only getting 12 hours of charging¿ at the time of report and that this was ¿different than before.¿ it was noted the patient was ¿due for a battery replacement soon¿ at that time. It was noted the patient had previously met with her physician and was told that ¿he saw nothing wrong since her fall.¿ the patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.